Event description:
A report was received that patient had no stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was repositioned and anchored to the bone with suture. The patient was reportedly doing well postoperatively.